Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The mfio (multifunction in/out put) printed circuit board (pcb) was replaced. The system was tested and the company representative indicated that the system was able to boot-up. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 26, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgical technician reported the system shut down on its own before surgery. They have not been able to get the unit to power back up. There was no patient involvement. Cases were performed with an alternate system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).